Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that the primary failure of failed clip test to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip clip test was performed and failed. Additional observations not reported by site: the instrument was found to have a loose grip cable at the proximal end. The root cause of loose instrument grip cables is attributed to a component failure. The instrument was found to have multiple input disks cracked. Hairline cracks were found on grip input disks. The housing snaps broken. The root cause of broken snaps instrument housing is typically attributed to the user. The instrument was found to have the entire length of the main tube surface with degradation. The root cause of degradation instrument main tube was typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. A review of the site's complaint history identified no other complaints related to the instrument and/or this event. No image or procedure video was provided for review. A review of the instrument log was performed. Per the review, the large hem-o-lok clip applier instrument associated with this event was last used on (B)(6) 2022 on system (B)(4). The instrument had 64 lives remaining. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis confirmed a failed clip test with the finding of a loose grip cable. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted robotic surgical procedure, the large hem-o-lok clip applier does not close. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and patient demographic information was requested, but not provided.